Event description:
It was reported that the patient lead had migrated to the left and was ¿stronger on the left than the right¿. They noted that it was not a problem because they were able to cover it with programming. The patient had also developed some back issues around l2/l3 that wrapped around their right side. Programming was performed but there was no success as they stated that their stimulation coverage was primarily for their legs and feet. No cause or intervention was reported however additional information has been requested. If received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot# n440994, implanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).